Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system. It was reported that the patient had post-procedure acute blood loss, anemia, and their hemoglobin was reported as 9.0 milligrams (mg) per deciliter. The estimated blood loss (ebl) was reported as 1,000 milliliters (ml). Diagnostic tests were performed and the adverse event resulted in treatment and a neurological exam was completed. The patient received 2 units of transfused packed red blood cells and recovered on (B)(6) 2024. Additional information received indicated the surgery being performed was for spinal degenerative disease and the patient was hospitalized from (B)(6) 2024.